Event description:
The patient had been a non-user for several months, due to a cosmetic concern with the audio processor. He went to see the surgeon as he had pain over the implant site. The surgeon diagnosed an abcess due to a staphylococcus infection, this being the main cause of explantation. The patient was explanted of the device.

Manufacturer narrative:
The device has been explanted and it should be returned to vibrant med-el for evaluation.note: this device was manufactured by symphonix inc. Vibrant med-el took over the symphonix assets.